Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. The device was post-paced t-wave oversensing on the ventricular lead the patient did not receive therapy during the oversensing. Programming changes were made but the patient has not returned to the clinic. No further information was available.

Manufacturer narrative:
(B)(4).